Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements as well as oversensing for its channel. A fracture was suspected as the root cause. The rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.